Event description:
It was reported by the sales consultant: patient had an open reduction internal fixation (orif) of the distal radius on (B)(6) 2011, that included implantation of norian (skeletal repair system). During a follow-up visit, it was discovered patient had localized redness right over the norian implant site. It was also reported the patient was taken back to the operation room (or) for subsequent incision and drainage. Furthermore, the norian device was removed on (B)(6) 2012, and where the surgeon reports the reaction site had cleared up with no further adverse event to patient. This report is for an unknown norian. This is of 1 of 1 device for this event reported on (B)(4).

Manufacturer narrative:
(B)(4). Without a lot number the device history records (DHR) review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.